Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic sleeve gastrectomy procedure on (B)(6) 2019 and topical skin adhesive was used to close the trocar ports. One day, post op, the patient returned to the doctor with raised welts and severe itching around the application sites. The doctor removed the topical skin adhesive and prescribed benedryl and discharged the patient. At one week follow up appointment the patient experienced worsening of symptoms. The patient was obese. The reaction looked like contact dermatitis. The patient has an unknown exposure history and no known allergies. Chloraprep is used for skin prep. The skin is closed with monocryl suture. Abdominal binder was used on the patient. Additional information was requested.